Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The device would not communicate due to low battery voltage. All memory was corrupt due to loss of power. The battery was returned to the supplier for further analysis and no anomaly was detected that could explain the battery depletion. The cause of the depletion was not determined. No complaint was received with return of the device. Failure (event) observed during analysis.